Manufacturer narrative:
Concomitant medical product: product ID 97745 serial# (B)(6) product type programmer, patient product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (s/n) revealed a no device found message. Scratch marks on rtm donut. Fail rms voltage at the h field probe. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt said they were having trouble with their controller. Pt said they were having trouble getting the implant (ins) and the controller charged and said they sometimes had to hold the cords into the controller to charge. Pt said sometimes it works and sometimes it doesn't to charge. Pt said it took them 1.5 days to get the ins recharged and another day to get the controller charged (ins down to 50%). Pt inspected the controller port and said the pins were shiny but not even. An email was sent to the repair department to replace the controller. Additional information was received from the patient (pt) on (B)(6)2022. It was reported that patient called back and stated that they received the replacement controller but the issue is still persisting. Patient stated that they still can't charge the implant and noticed that the top of the cord near the paddle and the relay box on the recharger are getting very, very hot while trying to recharge. Patient added that now when they're in passive recharge mode they just see 0s. No symptoms were reported. A replacement recharger was sent out.